Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Implant in 2006. Similar to device under 510(k) (B)(4). (B)(4). Summary of investigational findings: filter has been placed for approx. 7-8 years when pain was experienced. One comment in the description claims that fracture was noticed a day in 2013 or 2014. Another comment claims that no separation of the filter legs was noticed on a CT imaging performed approx. 1 years ago. Therefore, unknown when filter fracture was initially noticed. Lf the patient' s leg pain was right sided and transient, it is possible that the settling fragment or a shift in filter orientation upon filter fracture may have caused the right leg pain. Lf the patient's pain is persistent and in a right sided upper lumbar distribution (groin and upper outer thigh), the right posterior filter leg could be responsible for leg pain. Alternatively, the multilevel degenerative disk disease likely causes at least same leg symptoms. All the secondary wire fragments are either embedded in or outside the ivc and have little to no risk of embolization upon filter retrieval it is cooks experience that fracture is secondary to perforation of ivc filter. Perforation of the vena cava wall is a well known risk. Several case reports published in scientific literature, describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Fracture of the wire is an uncommon, but known risk in relation to filter implant. Based on the review of the images, the exact root cause for the fracture is most likely due to penetration of filter leg. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: in 2006 the complaint device was placed in the patient's body. In 2013 or 2014 the patient visited the hospital complaining pain in leg. CT imaging was conducted, through which separation of the filter leg was confirmed. However, the relationship between the separation and the leg pain could not be judged eventually. Additional information received on (B)(6) 2015: only one out of the four legs got separated. No interventions against this event have been performed by today. The patient is being monitored. Patient outcome: no information provided.